Event description:
Unable to interrogate, no pacing spikes on surface ECG reported. Returned for no output, no telemetry.

Event description:
Unable to interrogate; no pacing spikes on surface ECG; no output, no telemetry.